Manufacturer narrative:
(B)(4). The insulin pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o ring, cracked battery tube threads, cracked case battery tube and peeling keypad overlay. The test reservoir does not lock in place and unable to perform the displacement test or verify error 130 alarm due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated they were able to clear the alarm and able to complete rewind process. Customer performed displacement test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.